Event description:
Consumer was pulling herself up from the bed, when the rollator flipped on top of her, and gouged both of her legs. One of her legs has 12 staples, the other has 9 staples. The event had occurred at the retirement home where the end-user lives, on a carpeted surface.